Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the after powering up the system the image acquisition station (ias) would not fully boot. The pendant would show all green check marks for the initialization but would remain on that screen. The clinical specialist rebooted the system multiple times (both the ias alone and with the mobile viewing station (mvs)). There was a delay of less than an hour then both imaging and the surgery were aborted. There was no impact to the patient. Additional information was received. The surgery was rescheduled and there were no complications with the second surgery. The patient was under anesthesia at the time of the event because the first part of the case was an anterior approach. The second part did not require the system and the system was outside the room when the issue occurred.

Manufacturer narrative:
H2/h3/h6: the returned system control plate was installed in a test system. The system failed to boot completely and was unable to clear e-stop. It was determined there was a faulty printed circuit board assembly (pcba). Codes 10, 4203 and 4307 are applicable to this analysis. H2: additional information was received and b5 has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: kit svc o2 bi71000208 panel assy indicat, kit svc o2 bi71000183 plate system cntl, kit svc o2 bi71000529 pendant o2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the after powering up the system the image acquisition station (ias) would not fully boot. The pendant would show all green check marks for the initialization but would remain on that screen. The clinical specialist rebooted the system multiple times (both the ias alone and with the mobile viewing station (mvs)). There was a delay of less than an hour then both imaging and the surgery were aborted. There was no impact to the patient.

Event description:
Additional information was received stating that this was a two part spine case first the anterior approach, then the patient would be re-positioned onto a different table to do the posterior approach (the imaging system is needed for the second part of case.) The second portion was cancelled and rescheduled for when the imaging system was repaired.

Manufacturer narrative:
H2) additional information was added to the event description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: the system was serviced in the field. They were able to reproduce ias not clearing e-stop. They ried replacing the pendant and panel indicator board with no luck. They replaced the system control plate. Performed all tests as tbl-0107 states. O-arm passed all tests and is up and running. Codes 10, 180 and 4307 are applicable. H3/h6: the panel indicator was installed in a test system. The system booted and readied multiple time without any issues. The power button functioned, e-atop functioned and all leds illuminated. No failure was found. Codes 10, 213 and 67 are applicable. H3/h6: the returned pendant was installed into the test system for several hours. The system and pendant booted and readied each time with no issue. All functions of the pendant were operating correctly and no functional problem was found. Visual inspection showed that there was delamination on the e-stop button. Codes 10. 180 and 4307 are applicable. H3: the control plate has been returned, but analysis is not compete at the time of filing this report. H2: additional information was received. The lot number for the pendant is rev. 2 : s/n 22419 0010. The lot number for the control plate is rev. 2 : s/n g27u5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.